Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient sustained a trauma over the implant site resulting in a subsequent infection and skin flap necrosis. The device was explanted on (B)(6) 2011. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2011.